Event description:
During routine testing at instatllation of unit, co svc rep noted the interlock system could not be adjusted. There was no pt involvement. Investigation/conclusion: the unit was forwarded to the mfg site for investigation. The reported complaint was confirmed, it was found that the interlock pin was too short. A sample check of the stock of interlock pins was done and verified to meet spec. This is the only MDR involving a vaporizer wherein the cause involved an interlock pin that was out of size spec. The variant operation and maintenenace manual states the user is to check that when the vaporizer dial is turned on, that the dial of no other vaporizer mounted on the same vaporizer manifold can be turned on.